Manufacturer narrative:
Correction details provided in b.5. On initial MDR, replacement lens details were not included in b.5.. The manufacturer internal reference number is: (B)(4).

Event description:
The iol was exchanged with another different model in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced difficulties with depth perception, blurry, fog over vision when looking left and looking down and light sensitivity. There was very minimal difference after having lasik. The iol was removed in secondary procedure. The patient issues were resolved. Additional information has been requested.